Event description:
It was reported that during central processing, the plastic near the distal tip of the monopolar curved scissors appeared burned/melted. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have localized melting on the tube extension on the orange plastic beneath. The complaint regarding melted plastic near the distal tip was confirmed by failure analysis.